Event description:
It was reported that the pump is unable to recognize when the cassette is attached and locked. The "select" button was also non-functional. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor and cracked dso seal were found. The customer's problem was replicated. The cause of the problem was liquid found in the dso sensor. The dso sensor and seal were replaced to fix the issue.